Event description:
As reported by the sales rep per the user facility: reports they had 3 incidences in (B)(6). Reports pts reactions to taxotere. Each had multiple previous treatments using (B)(4)tubing, and had reaction on this tubing. Changed back to baxter tubing. No further reactions. Additional info provided by the facility indicated the reported set was brand new to them. The facility went back to using the baxter set after the incidents occurred. All pts were fine and suffered no adverse sequela associated with the reported incidents. The facility later identified that the 0.2 micron filter on the b. Braun set was different from the filter size on the previously used (B)(4) set.

Manufacturer narrative:
The actual devices were not returned to the MFR to be evaluated. Without the samples to evaluate a thorough investigation could not be performed. No specific conclusions can be drawn. Since the facility has further reported these incidents occurred when using the sets for the first time, and they were not familiar with the filter on the b. Braun set, it appears the incidents occurred due to a learning curve and not a deficiency in the reported product. A device history record review was performed for the reported lot. No non-conformances were reported during the manufacture process. There have been no other reports against the reported lot number.